Event description:
It was reported that during use of the bd pcr cartridge on bd max system, a false positive result was obtained. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3007420875-2024-00154 should be canceled because it is a duplicate of report 3007420875-2024-00153.

Manufacturer narrative:
D.2. Additional medical device types: njr. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge on bd max system, a false positive result was obtained. There was no report of patient impact.